Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, duplication testing was performed for the low blood glucose and no failure was identified related to the reported issue.

Event description:
It was reported that the pump battery could not be charged. Customer experienced a low blood glucose (bg) of 46 mg/dl; cause was unknown. The customer consumed sugars to treat the low bg. The customer reverted to an alternate method of insulin therapy.